Event description:
It was reported that insulation came off the needle and burnt the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was not confirmed. Visual inspection: the probe was received with blue tape wrapped around the distal area. Refer to the attached picture. The blue tape was then removed. The microscope revealed wear and tear on the tip. In addition, the tip was bent. Also, no shrink tubing observed on the distal area. The shrink tubing was not received with the device. The probable root cause of the burnt patient is likely due to generator power set too high. The probable root causes for the missing shrink tubing could be due to user exceeded 20 uses or improper sterilization methods. The probable root causes for the bent tip could be due to dropping/banging of the device against a hard surface or user excessive force. The probable root cause for the tape wrapped around the distal area is likely due to user modification the product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that insulation came off the needle and burnt the patient.